Event description:
Sales rep reported that a pt who was revised (see MDR 1526439-2008-00137) again had the rod pull out again. The surgeon is taking no action at this time and will wait to see if the pt fuses. As surgical intervention could be required an MDR is being filed to document this event.

Manufacturer narrative:
Pt is a construction worker. She reported no trauma to her surgeon, but it cannot be determined if her post-op activity level could have contributed to this event. The product remains in the body and x-rays were not provided by the surgeon to depuy spine for evaluation. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.